Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The reload was received engaged with the subject instrument. The reload was fully fired with the jaws clamped. Visual inspection noted that the instrument firing knobs were slightly advanced. The firing knobs were fully retracted and the reload jaws opened. The subject reload was the unloaded from the instrument without difficulty. Further functional evaluation found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rou-en-y gastric bypass procedure, the surgeon tried to open the jaws to place on tissue and the jaw would not open. The surgical tech tried to open the jaw after it was given back to her and she couldn't get the jaws to open. The surgeon then took the stapler back and fired the staple load (since the jaws were closed) to see if they could then open the jaws after firing the load. The jaws still would not open and so they opened a new stapler handle and completed the case. There was no patient injury.